Event description:
Pulse generator, model #7942, atrial lead, model #4512 & ventricle lead, model #5024m were explanted. Upon interrogation, the atrial lead tested at low resistance suggesting a current leak. The left ventricular lead was tested & showed a low resistance as well. Pt tolerated procedure well.